Event description:
A high blood glucose level was reported, though the specific value was not known and only displayed as "high." There was no adverse impact to the customer's blood glucose level. The customer addressed the high level by administering a correction injection via multiple daily injections and required no additional assistance or further supply/system checks.